Event description:
It was reported by dealer that the headspring on the 5310ivc bed was bent right out of the box. She states the box has a few holes but it did not look that bad and it was shrink wrapped on a pallet. No further information provided.